Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were not returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7075190.